Manufacturer narrative:
Other relevant device(s) are: patient age and patient weight not available from the site. The software analysis determined the software is working as intended. No failure found. They believe the tower was too close to the emitter. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that site was unable to register a patient and aborted the use of the navigation for the surgery. There was less than an hour delay in the procedure. No impact on patient outcome.